Event description:
It was reported that balloon rupture occured. The 75% stenosed target lesion was located in moderately calcified blood vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon and a 1.5mmx20mmx143cm coyote es balloon catheter were selected for use. However, it was noted that the balloons ruptured at 10 atmospheres and 6 atmospheres respectively. Both devices were simply removed from the patient and the procedure was completed with different device. No complications reported and patient's condition is good.